Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The pod was previously reported for the adhesive failing to adhere.

Manufacturer narrative:
The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be stretched, causing the soft cannula to measure longer than the acceptable length at 1.37 inches long. This damage did not cause fluid to fail flowing the complete fluid path. The exact cause and timing of the soft cannula damage cannot be determined. This cannula damage cannot be confirmed as the root cause of the user reported events.